Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: battery longevity in modern implantable cardioverter-defibrillators and cardiac resynchronization therapy-defibrillators. Journal of arrhythmia. 2025. 41:e70175. Doi: 10.1002/joa3.70175 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding battery longevity in modern implantable cardioverter defibrillators (icds) and cardiac resynchroni zation therapy defibrillators (crt-ds). Routine device interrogations were performed every six months. The authors described patient deaths; however, the causes of death were unknown. There were replacements due to battery depletion marked by the elective replacement indicator, infections, and unknown device and lead failures. The status of the devices and leads is unknown. No additional adverse patient effects or product performance issues were reported.